Event description:
Hcp called from the emergency room to report that patient presented with "terrible increase in pain". The patient reported to the hcp that the pump had been refilled prior to leaving for vacation. Following this refill, the patient has noted the increased pain and unresponsiveness to patient therapy manager boluses. No alarms were reported. Programming strips indicate programming session in 2006, but last change noted on session report was one day prior. Programming strips indicate dilaudid, bupivicaine, baclofen, clonidine and droperidol are in the pump. A follow-up report will be sent if additional information becomes available to us.